Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. It was reported that the puncture site was below the bifurcation, which represents a warning in the duett pro instructions for use. Following the deployment, the pt experienced a large hematoma. Treatment consisted of a blood transfusion and was successful. The event was resolved with no further complications reported.